Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿pump turns off and on by itself during testing". The unit was triaged and the reported issue could not be confirmed at this time; the unit was powered up on the battery and passed testing. A/c power was connected and unit was observed to charge. A/c power was disconnected and battery was run down. A low battery message was displayed after approximately four hours of operation, which is under specification. Battery was removed and the date code showed 1210, indicating that the battery was at least 7 years old and outdated. Visual inspection of the main pcba found no apparent anomalies. Battery was replaced. The unit was powered on via battery and a/c and passed all tests. The unit was checked for proper operations and current upgrades. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump turns off and on by itself during testing. No patient was involved.